Event description:
It was reported that the lead had migrated; suspected myocardial perforation. The lead was removed.

Event description:
During an attempted implant, a lead perforation was observed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead tip was found bent between the ring electrode and the header. The distance between the ring electrode and the header was slightly out of specification. During electrical analysis, a short circuit was measured between the sensing and pacing coils. A hole in the inner insulation was found under the ring electrode. The lead tip stiffness measured within the specification.